Event description:
The device was connected to a person described as in cardiac arrest. Reportedly, when an attempt was made to perform an analysis of the patient rhythm, the device inappropriately displayed connect electrodes. An als device was used to continue patient treatment. The patient was resuscitated.

Manufacturer narrative:
The device was subsequently examined by the local factory service representative. The representative observed proper device operation through full performance and functional testing.